Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter, the balloon could not be inflated. A new one was opened to complete the case with no problem. No patient harm. The patient is currently well. The operating time was not extended. There was no tissue damage or bleeding and nothing fell into the patient&#39;s cavity.

Manufacturer narrative:
(B)(4).